Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu for failure analysis testing and the reported failure c-38 and c-30 were confirmed in the logs and reproduced during testing. On startup the unit displayed c-37 that turned into c-00. Upon visual inspection, the unit is in a great condition with no dents or scratches. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator had an error c-38 and c-30 when the monopolar was activating. The customer power cycled the erbe, replaced the cautery cord and instrument but the issue persisted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer converted the procedure to a laparoscopic surgery to complete the procedure. There was no injury to the patient.